Event description:
A high drain error 101 (night drain #1) alarm was identified in the log of a returned homechoice device. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume in standard mode. The alarm occurred on (B)(6) 2013 08:30:11 during the patient's night drain. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the event history logs. The cause of the event was undetermined. Should additional relevant information become available, a follow-up report will be submitted.